Manufacturer narrative:
A supplemental MDR is being submitted due to the completion of the investigation. The following sections have been updated: b4, g3, g6, h2, h3. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned devices were visually examined, and the following was observed: liner fully expanded. Distal tip opened but torn radially. Stretching observed at distal tip along tear location. All score lines were present at the intended locations. Due to the nature of the complaint no functional and dimensional testing was able to be performed. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints for sheath distal tip torn and difficulty advancing through sheath were confirmed, based on evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Although follow-up from the field stated the patient's access vessels had no calcification, no tortuosity and a minimal lumen diameter is >6 mm. However, without applicable imagery the characteristics for the access vessel could not be assessed. Patient factors such as challenging anatomy may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. An investigation was previously opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our australian affiliates, during implant of a 20mm sapien 3 valve in aortic position by transfemoral approach, during insertion of the commander with the valve through the esheath+, resistance was felt when pushing the valve through the distal tip of the esheath. The resistance was overcome, and the valve was successfully implanted. After the removal of devices, a tear in the distal tip of the esheath+ was observed. The patient did not suffer any injury and was noted as to be discharged.